Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with mild calcification and 90% stenosis, a whisper guide wire was used as a buddy wire with a non-abbott guide wire. A non-abbott stent was implanted to treat the target lesion. Reportedly, resistance was felt with the stent struts of the non-abbott stent and the calcified lesion during removal of the whisper guide wire. The whisper guide wire was removed from the patient's anatomy and the tip was found to be rough, approximately 3 cm from the tip ball. The physician felt as though the polymer coating was peeling. There was no reported polymer coating in the patient anatomy. A new whisper guide wire was used successfully. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.